Event description:
The customer reported to beckman coulter (bec) a leak of less than 5 ml of bloody fluid under the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed a leak of bloody fluid near the flow cell and found tubing through valve vl52 (sample disable-differential) was leaking due to a pin hole. The vl52 is the sample line from the differential mixing chamber to t-fitting ft17-2 to the flow cell (port 6). The fse replaced the tubing resolving the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was attributed to a pin hole in the tubing through valve (vl52). Beckman internal identifier number for this report is (B)(4).